Manufacturer narrative:
(B)(4). G2: canada visual examination of the returned drill identified signs of repeated use (nicks/gouges) and the device has fractured at the tip of the drill. All fractured pieces were returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Insufficient information provided. Unable to perform a compatibility check. Medical records were not provided. This complaint can be confirmed through the returned product analysis. The device has a potential field age of 17+ years and exhibits signs of repeated use. The root cause of the reported event can be attributed to wear and tear of the device from the repeated use over time. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the quick connect doesn¿t hold the pins securely. No patient harm or impact reported.